Manufacturer narrative:
Exact date unknown, event occurred four years ago from the date manufacturer became aware of the event. Explant date: 4 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352700. Model: sc-8352-70 serial: (B)(4). Batch: 2000014904.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an infection. The explanted devices were not returned. No further information has been obtained despite good faith efforts.